Manufacturer narrative:
The insulin pump alarmed with a button error alarm and there was no response from two buttons, due to corroded keypad traces. No clicking buttons anomaly was noted. The insulin pump was received with cracked case at display window corners, cracked display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 96 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.